Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor fractured; full lead analyzed.

Event description:
It was reported that there was high svc impedance greater than 200 ohms and an apparent lead fracture. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.